Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with eleven remaining clips. During functional evaluation, it was observed that the jaws would not close upon actuation of the handle. The instrument body was removed from the shaft and disassembled for visualization of internal components. It was observed that the firing handle linkage was forced through the channel tube lugs, suggesting that the instrument had been fired through the safety interlock. The instrument shaft was reassembled into an instrument body from the pmv inventory and applied to appropriate test media. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken firing linkage condition may occur under the following conditions: 1) when the firing handle has not been allowed to fully return to the home position after forming a previous clip. 2) a single continuous handle compression is one of two firing methods described in the information booklet which accompanies each product shipment, if the handle is compressed at an accelerated rate, clips do not have enough time to enter the jaws and the instrument will lock preventing the jaws from closing without a clip. The instruction for use (IFU) warns to confirm that the clip is positioned within the jaws and is free of other clips or obstructions before squeezing the handle top close the clip. However, rather than forceful compression of the firing handle under these circumstances, if the firing handle is fully released by relieving hand pressure, the interlock feature will disengage, the next clip will load, and the clip can be applied. Furthermore; if an attempt is made to forcibly fire the instrument while engaged in interlock after all the clips has been fired, the lugs are designed to break as noted. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the surgeon was able to squeeze the handle but the jaws were not able to close. Issues with loading and firing clips, as well as clips falling out, were likewise reported. Replaced by another device to complete the case. There was no patient injury.